Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and force system sensor and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Te motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 109mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and the pump displacement test failed. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.